Manufacturer narrative:
A ge rep evaluated the system and made adjustments to the image quality settings. No report on final status of repair of this system is available.

Event description:
Customer reported poor image quality (image burn out) during a cerebral angio procedure. No pt injury was reported.